Event description:
It was reported that upon startup of an automated impella controller the screen went black and then displayed an alarm indicating the catheter was defective. The pump was replaced to resolve the issue. No patient harm was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
When we initiated the impella, we observed zero flow, followed by an automatic hard reset of the console. The system powered back on and prompted us to repeat the startup steps. Given the situation, we exchanged the pump and placed a new impella 5.5 in the patient without issue. I have returned the original pump to you and will retrieve the log as soon as possible to send over as well.